Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes . D10: returned to manufacturer on: 2021-05-28. H6: investigation summary twenty five open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on returned samples and photos and a bent patient end of cannula was observed on two samples. No shields were returned. Damaged to the hub and cover was also observed. No DHR review can be carried out as lot number is unknown. As the samples were returned open the bent patient end of cannula cannot be confirmed to be manufacturing related. Damage to the hub and cover most likely occurred due to a jam on the machine during the manufacturing process. H3 other text : see h10.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was damaged and had foreign matter. The following information was provided by the initial reporter: this is a report about foreign matter. According to the customer's report, when detaching the pen needle from the pen, a piece of plastic attaching to the pen was confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was damaged and had foreign matter. The following information was provided by the initial reporter: this is a report about foreign matter. According to the customer's report, when detaching the pen needle from the pen, a piece of plastic attaching to the pen was confirmed.